Event description:
Related manufacturer reference numbers: 3006705815-2023-05750 and 3006705815-2023-05751. It was reported that the patient was experiencing pain at the ipg site, one of their leads is exhibiting high impedances, and the patient's other lead is providing ineffective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of the facility in which the surgical intervention was performed.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.